Event description:
Infuse was implanted during spinal surgery and pt complaining about having serious injury including pain and anguish. The disc has moved from l1-l5 to sciatic nerve causing nerve damage and pain that feels like pins and needles going from his right leg to his foot. Nerve damage also affecting his sexual activities and he can no longer function on the same level. Please seen any info relating to recall of device to pt by mail.